Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material stuck in the biopsy channel was identified as a plastic stent. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿inspection of the instrument channel.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and an evaluation at the repair center confirmed the customer allegation. Brush restriction was noted at biopsy channel mount due to customer accessory stuck in biopsy channel. There was burn and deep scratches on distal end cover. The control knob exhibited free play and low angulation. The adhesive at the bending section cover was cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a plastic stent was stuck inside the evis exera iii gastrointestinal videoscope. The issue was found during a therapeutic endoscopic ultrasound (eus) procedure. No error messages were observed because of the failure. The procedure was extended and/or patient¿s anesthesia or sedation was extended for five minutes. The procedure was completed with a similar device. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure and no medical intervention was required because of the reported problem. No other devices connected to the subject device when the failure occurred. There were no reports of patient harm associated with the event.